Event description:
It was reported post 17 months filter deployment, during scheduled retrieval a detached limb was discovered. A snare device is used to successfully capture and retrieve the vena cava filter; however, the detached limb remains embedded in the ivc wall. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Attempts were made to obtain the pt details, however, per the user facility, the info was not obtainable. The device was not returned for eval; however, five images were provided for review. The image review confirmed a meridian filter deployed in an upright position at the level of t11-t12 of the thoracic spine, no filter migration, a successful filter remove, and removal of the detached filter arm. Based upon the image review, the complaint investigation is confirmed for a detached filter arm. However, the root cause was unable to be determined based upon the eval info. It is unk if pt and/or procedural factors contributed to the event.